Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging a fading display issue with the patient's onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged fading display issue first started about "2-3 months" prior to contacting lfs. She claimed that it had happened intermittently since then and was "progressively getting worse." The patient manages her diabetes with insulin (self-adjuster). As a result of the fading display, the reporter alleged that she could not see the patient's blood glucose results and guessed the amount of bolus novorapid insulin to administer. She alleged that she had sometimes given the patient too little insulin resulting in "high blood glucose" she claimed that this had happened "several times in the last 2-3 months" nd that the patient had become "thirsty and hyper." No medical intervention was specified. The reporter denied using any other device to test the patient&#38112;blood glucose levels. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The patient had a backup meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged display issue began.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.